Manufacturer narrative:
H3. & h6. Investigation codes: updated d9: date returned to mfg 2/28/2024 one device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; the pump was found to be delivering within specification. The most probable root cause was determined to be faulty customer equipment or test method. No further action was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.

Event description:
It was reported the device exhibited an over infusion. The event occurred during infusion, no patient harm/adverse event reported.